Event description:
On (B)(6) 2009, the patient reported that an e10 (cartridge) error was displayed on the infusion device while she was attempting to change the insulin cartridge. She was advised to clear the error and she stated that the piston rod retracted and continued to spin with an unusual sound and e10 was displayed. The patient inserted a new battery and attempted to change cartridge procedure. She stated that she no longer heard the unusual sound but e10 was displayed again. She was advised to switch to the backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.